Event description:
It was reported that the 38 key on a pump keypad is inoperable, and the letter "v" or the #8 is displayed with every key selection.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #8 key to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). Physical damage on the #8 key was also observed. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.